Event description:
It was reported that after a diagnostic neurological angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture broke. The device was removed over a guide wire and a second proglide device was attempted, but during suture deployment the needle plunger could not be depressed to advance the needles toward the foot. The second device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle plunger not being able to be depressed to advance the needles toward the foot was not confirmed. Device analysis indicated the plunger was still in the pre-deployed position and there was no slack present on the link. The absence of slack on the link is an indication that the lever (step1) was not deployed. The plunger cannot be deployed until the lever is activated. The detached needle tip from the shank is an indication that the plunger was pushed down first before the lever was deployed. During the investigation, the plunger was deployed without difficulty and the anterior cuff was captured successfully. Based on the investigation, the device performed to specification. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.the other perclose proglide device is being filed under a separate medwatch manufacturer report number.